Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the surgeon claimed that the endowrist one vessel sealer instrument was not sealing adequately. There is no indication, however, that endowrist one vessel sealer instrument caused or contributed to a serious injury.

Event description:
It was initially reported that during a da vinci-assisted low anterior resection procedure, bleeding was observed after the surgeon attempted to seal unspecified tissue with a endowrist one vessel sealer instrument. The initial reporter indicated that the tissue was of larger thickness. According to the initial reporter, the endowrist one vessel sealer instrument properly sealed smaller tissue. The initial reporter advised the site not to attempt to seal tissue exceeding 7mm in diameter. On 03/24/2017, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr), the initial reporter, and obtained the following information regarding the reported event: the csr spoke to the surgeon regarding the reported event. The surgeon indicated that the subject endowrist one vessel sealer instrument, that was allegedly not sealing adequately, was not available for return to isi for evaluation. The surgeon indicated that he was able to seal with the endowrist one vessel sealer instrument during the surgical procedure and without any issues before the reported event occurred. According to the surgeon, the event occurred after he had attempted to seal mesentery. He could not recall the diameter of the tissue that he had grabbed when the inadequate sealing issue occurred. There was no tissue tension and no error messages were displayed when the reported event occurred. Audible tones were heard indicating that the sealing cycle was complete. In addition, tissue effect was observed during the reported event. The surgeon indicated that no excess blood loss was noted. Also, the patient did not require any blood transfusions. No post-operative complications have been reported. The surgeon indicated that the patient is currently recovering on schedule.